Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant was stuck in hyperlordosis, causing pain and a revision surgery to remove the device. The level instrumented was c5/6.

Event description:
It was reported that a mobi-c implant was stuck in hyperlordosis, causing pain and a revision surgery to remove the device. The level instrumented was c5/6.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: members of the zimvie development team reviewed the x-rays and op notes that were provided and came to the following conclusions: - the op notes read that a 10° ti spacer implant was implanted. This suggests that the disc space was not parallel, and the recommendations within the stg state that the disc space should be parallel. - the x-ray (dated (B)(6) 2019) indicates that the disc space was not correctly prepared (not parallel), creating the fish-mouth effect. There are 2 possibilities here: a too aggressive milling on inferior vertebral body endplate, or an incomplete pll release. - it appears that the pll wasn¿t cut, or not sufficiently, which has forced the hyperlodosis in a pretty static state. - there is no difference in implant positioning between x-ray dated (B)(6) 2022 and x-ray dated (B)(6) 2019 (zimvie team member had taken the anterior gap on both ¿neutral spine position¿ images using the same scale & measured 13-14mm on both). - the x-ray shows that articular facets at the index level aren¿t back in a physiological position. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: the specific cause of the patients pain cannot be identified. This event could possibly be attributed to the pll not being cut (or not being cut sufficiently) during the initial installation of the implant, resulting in the end plates of the implant not being parallel. This does not align with the stg, which states that the end plates of the implant should be parallel. It is also possible that factors outside of the pll contributed to the end plates not being parallel during the initial surgery. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a mobi-c implant was stuck in hyperlordosis, causing pain and a revision surgery to remove the device. The level instrumented was c5/6.